Manufacturer narrative:
Based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the cartridge, it was noted that the cartridge was fully loaded with staples. Therefore, it could not be ascertained as to why the cartridge was reportedly missing a staple. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
During a gastrerctomy (sub-total) procedure, it was reported by the affiliate that one staple from cartridge was missing. The surgeon did not use the device. There was no pt consequence.